Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Customer called experiencing error code 121.2002 on their 8015 (sn: (B)(4)). Failure device type: alaris system instrument. Failure problem type: 8015. Failure mode: troubleshooting/ error codes. Case resolution: informed customer this issue is most likely due to the power supply board, and the switching power supply. Provided part numbers to the customer. Since unit is a small screen, customer will get direction from their management on ordering parts or not. Ended call.